Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tubal ligation procedure, while on the end, the device thread broke. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tubal ligation procedure, while on the end, the device thread broke so it is required to suture again. Another suture was used to complete the case. Surgical time was extended to 20 mins. There was no patient injury.